Event description:
During index procedure, one endeavor sprint rx drug-eluting stent was implanted to the mid rca and one endeavor sprint rx drug-eluting stent was implanted to the proximal rca, separately. Patient was asymptomatic at 30 day follow up. Approximately five months post index procedure, a spontaneous gi bleed is reported to have occurred. It is reported that the patient received surgical intervention. Investigator reported the event. Patient was asymptomatic at 6 month follow up.

Manufacturer narrative:
Evaluation code, results: gi bleed.